Event description:
The physician attempted arteriotomy closure with the closer tsl6 fr. Device. He inserted a first device and encountered resistance. The device sheath kninked and it was removed. The physician encountered resistance to insertion of a second device however after applying force the device was correctly positioned and deployed. A cuff miss occurred. The physician attempted to remove the device, however it could not be removed. The physician pulled forcefully on the device and it broke directly above to struts that house the foot. The pt was taken to surgery for surgical removal of the sheath and arterial repair. The vascular surgeon noted extreme calcification of the groin site and commented that the artery was "hard as a rock". The artery was not traumatized and the sheath was successfully removed. The pt recovered without further incident. Conflicting field reports were noted regarding whether or not the physician parked the foot of the device before attempting to remove it from the vessel.